Event description:
Pt's parent called because they do not understand why pt's touch ultra was giving low blood glucose results. Pt's parent was unaware the meter was in the wrong unit measure, because it was on mmol/l. Parent is still reading as mg/dl. Due to that misinterpretation of the results, the pt took less insulin doeses. The parent decreased the insulin doses in the morning. Pt injected 1 or 2 insulin units less than usual (usual is 1 to 3 humalog units and 25 humuline units) and in the evening pt injected the half dose (1 to 0 humalog units +3.5 humuline units) compared to the usual treatment (usual is 1 to 3 humalog units +7 to 8 humuline units). Date, time, results 2002; 732am: 10.8 mmol, 2002; 517pm: 5.mmol, 2002 747pm: 7.3mmom, 2002; 1010pm: 13.4 mmol, next day; 843am: 3.7mmol, next day; 1225pm: 6.4mmol; next day; 314pm: 3.8mmol, next day: 712pm: 4.0mmol, next day; 807pm: 5.2mmol, next day: 1039pm: 2.7mmol, next day; 827am; 10.9mmol, next day: 1016am: 11.1mmol. Unknown when and how meter was set to mmol. Meter has been used two months . No further info has been reported.